Event description:
It was reported that during a ukr procedure: the planning was successful, however, when the surgeon stepped on the foot pedal to cut, the bur did not activate. Several steps were done to see if the issue could be resolved: changed to exposure mode, changed the foot pedal, changed and recalibrate the pointer, changed the handpiece. Unfortunately, the bur did not spin after those changes. The anspach drill was changed, but the bur still have the same issue. The burr would not operate despite using 2 completely new instruments sets. The calibration was successful on the first occasions, but failed on subsequent occasions. The navio case was aborted but it is unknown if they were to manual instrumentation or just cancelled the surgical procedure. This complaint is for the first drill.

Manufacturer narrative:
H10: h3, h6: the device was used in treatment and it was reported that foot pedal did not activate the bur as expected. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint provides complete and detailed instructions for drill and foot pedal usage and bur control. We could confirm there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. Discussion with the reporter revealed the likely cause of the drill issues was a damaged/malfunctioning drill. The rep indicated that the led above the "port" icon was not illuminating which is a sign that the console was not readily recognizing the connected drill. This disconnect is not monitored by the navio system therefore the software is unable to alert the user to this fault, so review of the logs didn't reveal this event. The root cause was established to be undetermined after investigation.